Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231. (Serial #) information was not available.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the label on his onetouch ultralink meter was missing the serial number. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reportedly discovered the alleged issue on (B)(6) 2011, at 10pm. The patient's testing frequency is not known. According to the csr's documentation, the patient manages his diabetes with insulin (via insulin pump); however, the patient denied taking any action in regards to his diabetes management after discovering the alleged issue. It is not known if the patient tested his blood glucose with another/secondary device after discovering the reported meter issue. Due to a separate meter issue, the patient reportedly developed symptoms of shaking and clammy eight hours later. The patient, however, denied receiving any form of medical intervention/treatment after the alleged issue began. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. Although the patient developed symptoms suggestive of a serious injury, the symptoms were a result of a separate meter issue. The patient did not receive any form of medical intervention/ treatment after the alleged issue was discovered.